Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found multiple issues with the instrument. The fse observed bubbles in the degasser unit, fuse 2 damaged on adc board, and inner reagent probe wash valve malfunctioning. The fse replaced the degasser unit, adc board, and inner reagent wash valve to resolve the issue. The fse performed system performance verification successfully without further issues. The instrument returned to normal operation. Section a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported generation of false erratic patient results for multiple analytes and quality control (qc) on their dxc 700 au clinical chemistry analyzer. The customer did not specify which analytes were impacted. The erroneous results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.